Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Visual inspection revealed contamination within the pump connector and both power ports. The observed contamination are additional findings, not related to the reported event, likely due to handling. Internal inspection revealed no anomalies. The reported event could not be duplicated during testing. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered, a possible root causes of the reported data transfer error, may be attributed, but not limited, a usb flash error, a component malfunction within the serial module, serial port connector malfunction, a marginal connection between the controller and data cable and/or a marginal connection between the data cable and monitor. Log file analysis additionally revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 10:02:34, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Additionally, log file analysis revealed one (1) low flow alarm was logged on (B)(6) 2024. The observed alarms are additional findings, not related to the reported event. Based on the available information, the device may have caused or contributed to the low flow finding. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation d10: ICD:dtba1qq, lead: 6946m62,429878, 5076-58 implant date: (B)(6) 2017 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a data transfer error. The patient was having issues while being hooked up to the monitor, data port stopped transmitting after a few seconds. Initially it was thought to be an issue with the monitor, but turned out to be the controller. The controller was exchanged. No patient complications have been reported as a result of this event.